Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the gap between acoustic lens and ultrasound probe was likely caused by handling. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, at reprocessing, the error hose waste channel three (3) was displayed on the endothermo disinfector (etd) machines and the evis exera ii ultrasound gastrovideoscope was unable to reprocessed. There were problems with the air channel. The hose fell off channel three (3). Several connection tubes and different automated endoscope reprocessors (aers) were tried and produced the same error. No patient injury or procedure impact reported. During the evaluation of the device, it was noted there was a gap between the acoustic lens and ultrasound probe. This report is to capture the reportable malfunction of the gap between the acoustic lens and ultrasound probe noted at estimation.

Manufacturer narrative:
The device was evaluated by olympus and the reported issue was confirmed. Due to clogging of the nozzle, the air supply volume did not meet the standard value. Due to the nozzle clogging, the amount of water contact did not meet the standard value. The nut was loose. Due to wear of the forceps elevator lever, the up/down knob could not be locked securely. Switch one (1) had a cut. Paint on the suction cylinder was peeled. The control unit was damaged. Due to damage on the ultrasonic probe, the number of missing elements exceeded the standard value. The acoustic lens was damaged. Due to damage on the acoustic lens, the displayed ultrasound image was defective. The adhesive on the bending section cover had a crack. The connecting tube had a buckling and a scratch. Due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.